Event description:
Procedure: lobectomy. According to the reporter: staples on the distal end of the staple line did not form and under 200 bleeding occurred. The incomplete staple line was sutured manually. The operation was extended about 30 min for hemostasis. Current patient status is ok.